Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by information received from the clinic. Device history record was reviewed and no discrepancies were found. The information from clinical suggests that the dislocation was not related to the device but was related to the surgical technique used; therefore the root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. (B)(4). Concomitant medical products: g7 pps ltd acetabular shl 56f lot#3445160 item#010000665, bi-metric echo pc 11x135 lot#844220 item#192011, 32 mm mod head cocr std neck lot#00j3489122 item#163669. The reported event is confirmed through receipt of operative notes. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The compatibility check identified no issues. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relzy additional information.

Manufacturer narrative:
(B)(4). Patient year of birth 1939. Multiple MDR reports were filed for this event. Please see associated reports 0001825034-2017-02494, 0001825034-2017-02495.

Event description:
It was reported that the patient was re-positioned non-surgically one year post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available at this time.